Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the endotracheal tube cuff broke and due to that the anesthesia gases were not contained and could be smelled. Re-intubation was required.

Manufacturer narrative:
(B)(4).